Event description:
Customer from china reported aging and breaking of the belt. The device bracket cannot support the opmi head. The issue was discovered independently and unrelated to any surgery or patient examination. There was no patient involved and no user or 3rd party impacted when the issue occurred.

Manufacturer narrative:
According to the user manual, to ensure optimum performance and safe working order of the instrument, its safety must be checked as part of regular maintenance work once every 12 months. There is no sign of a systematic failure. Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacturing, design or labelling. On a risk-based approach no corrective actions are required. Corrected data: h6: changed investigation findings from 3233, results pending completion of investigation, to 135, degradation problem identified. Changed investigation conclusions from 11, conclusion not yet available, to 18, failure to follow instructions.